Event description:
A revision took place for suspected infection. The tibial base was loose, but the femoral was very well fixed. The surgeon had to use a chisel and a mallet to remove the femoral. The device was implanted in a cementless mode.